Manufacturer narrative:
This product was examined on september 24, 2015, by visual inspection. Heating pad has an internal wire break most likely caused by folding the soft pad. The wire burned a hole through the soft pad below the male connector exposing wiring before the wire broke. This caused the controller to go into f1 fault mode. Product fails safe by shutting down the controller which does not allow the pad to heat. Pad does not heat. Heating pad appears to have been folded which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer is alleging that her heating pad caught on fire. No injury or property damage was reported with this incident.